Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture (loc) due to lead movement. The lv lead was reprogrammed. This lv lead remains in service. No adverse patient effects were reported.